Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge could not be opened. A recover storage procedure was attempted but continued to fail. The unit was also rebooted; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.